Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of abdominal pain and peritonitis, which required hospitalization and precipitated a transition to hd therapy. The cause of the events is currently unknown; therefore, causality cannot be established. However, individuals undergoing pd therapy are at high risk for developing infections of the peritoneum. Limited additional information precludes an extensive and meaningful investigation. Based on the totality of the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the event(s). While there is no allegation of a product(s) or device(s) malfunction; the lack of product/device availability for manufacturer evaluation, and the absence of detailed follow-up. There is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the event(s). Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for approximately one year, was hospitalized for three weeks due to peritonitis. During follow-up, the patient confirmed her hospitalization for abdominal pain and peritonitis and stated she has recovered from the events. The patient reported her pd catheter (not a fresenius product) was surgically removed during the hospitalization and a permanent tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient stated ccpd was too difficult to manage at home alone, and she requested to return to hd for renal replacement therapy. The patient reported she permanently transitioned to in-center hd the week of (B)(6) 2020. The patient is tolerating the transition to hd without issue. Upon further follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was revealed that the patient is non-compliant (skips clinic appointments), however specifics were not provided as to how the patient's non-compliance contributed to the peritonitis event. Subsequent attempts to obtain additional information have thus far proven unsuccessful, and to date, the manufacturer did not receive the patient¿s liberty select cycler or liberty cycler set for evaluation.